Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
During the procedure the physician could not stop bleeding. The ultrasonic output was checked, but it was unsure of the cause not to be able to stop bleeding. There was the scratch of the probe.